Manufacturer narrative:
The customer reported the AED is displaying 'replace battery now' warning and the asi is flashing red. The battery pack has an expiration date of december 2022, and the pads have an expiration date of june 2024. The maintenance schedule is not reported. The customer stated thay have replaced the battery in the unit, but it keeps flashing red and displaying replace the battery. The caller stated they have tried 3 different batteries without success. Advised the customer to remove the AED from service due to expired battery pack and pads. Referred to distributor to order replacements. The IFU states: although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED is displaying 'replace battery now' warning and the asi is flashing red. The customer did not report this event occurred during patient use.